Event description:
The customer reported that during a case, they turned on the unit and the images were coming up gray. They couldn't see the images. The customer rebooted and still was having issues.

Manufacturer narrative:
(B) (4). The ge service rep adjusted the workstation 5 vdc power supply and replaced the cmos battery in mainframe. He checked operation and returned the system to service.